Event description:
Additional information received from the healthcare provider indicated the patient has remained in the hospital. They have not been able to complete the dye study for the patient due to the hospitalization; however, none of the symptoms appear to be related to the pump. They have not changed the patient's dose at all. The patient continues to see a team of doctors from a variety of specialties as they try to determine the root cause of the patient's issues. They have not been able to confirm the cause of the patient's symptoms, but they are continuing to evaluate and treat as needed. The patient will be seeing the specialist at (B)(6) next week ((B)(6) 2016).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 1299.8mcg/day; lot ds0080) via an implantable infusion pump. Indication for use was intractable spasticity. The patient had not had good efficacy since device implant on (B)(6) 2015 despite dose increases. The onset of the event was gradual. An indium dye study was planned for (B)(6) 2016 and imaging was to follow 72 hours later. The patient also had a pump refill scheduled for around the same time frame. Additional information was requested regarding other medications, patient medical history, the cause of the lack of efficacy, diagnostics performed, and actions/interventions taken. On 2016-03-02, information received from the office of the healthcare provider (hcp) reported that in september, the patient was receiving lioresal (2000 mcg/ml) ate 599.6 mcg/day; currently, the patient was receiving lioresal (2000 mcg/ml) at 1200 mcg/day (the hcp does not record the lot numbers of the lioresal). It was noted that the patient was currently hospitalized for increased swelling in their abdominal area. The patient was supposed to have a dye study performed that week, but due to the hospitalization, it was postponed. The dye study was to check the catheter, as they were wondering if the increased tone the patient had experienced lately, as well as the increase in swelling, might be due to an kinked or occluded catheter; those issues were noted to have started in (B)(6). The patient was also to see a neurologist and a specialist at a spasticity clinic, but they were not sure if the patient had scheduled those appointments. The office of the hcp had no further information to provide regarding the event. (Omitted information related to 701220052 ¿ urinary incontinence)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The reason the patient had experienced a lack of efficacy since implant was "continuing to work pump up." Currently, the patient was at 1299.0 mcg/day. The patient was to have an indium study completed (date to be determined) and a second opinion. Diagnostics included a single bolus with negative effect and a side port with positive 2cc return of fluid. Lab/imaging included: xr spine 1 view ((B)(6) 2015), CT neck soft tissue with contrast ((B)(6) 2015), cbc ((B)(6) 2015), basic metabolic panel ((B)(6) 2015), and CT, abdomen view ((B)(6) 2015). The results were not provided. On (B)(6) 2015 orders included care instructions for skin abscess. Notes were provided from the patient's managing hcp. Per a note on (B)(6) 2015 the nurse was paged the night prior and instructed to come in the morning to increase the patient's baclofen pump by 15%. The pump was increased without incident and education was provided to the patient and nurse regarding the dose adjustment. Per an additional note on (B)(6) 2015, the nurse came in to increase the pump by 15% per the hcp's orders. Education was provided to the patient, therapist and nurse. All voiced understanding. The therapist did voice concern that the patient appeared to have more tightness on (B)(6) 2015 than the day prior. The nurse ran logs and did not see any motor stall recorded. A copy of the logs and telemetry readout was given to the patient and staff. Reportedly on (B)(6) 2015, a 15% itb (intrathecal baclofen) dose increase occurred from 831.6 mcg/day to 955.6 mcg/day. On (B)(6) 2015, the doctor performed a 10% itb dose increase from 955.6 mcg/day to 1050.1 mcg/day while the patient was inpatient on the third floor. The reason for the hospitalization was not documented. Notes on (B)(6) 2015 read "telemetry sheets from in patient dose adjustment" by hcp and on (B)(6) 2015 "telemetry - increase" was indicated. Per a note on (B)(6) 2015 the patient's wife called and requested to cancel the (B)(6) appointment as it was not needed. On (B)(6) 2015, "telemetry-refill" was also documented. On (B)(6) 2016, the patient was a no show for the pump refill and a message was left at the patient's home to contact the office and to set up another appointment for the pump refill. He was going to alarm on (B)(6) 2016 and needed to be seen that week. The patient's new appointment was scheduled for (B)(6) 2016 and the patient wanted a decrease in dose since the increases did not seem to help. On (B)(6) 2016 a refill was performed and the dose was decreased. On (B)(6) 2016, a script for transportation for indium testing and referral for an indium study was requested. The patient's wife was asking if they could sign a script for an ambulance ride for both visits. The patient was now dependent on a mechanical lift for transfers and on (B)(6) 2016 he was not tolerating sitting up in the wheelchair. His blood pressure and pulse were elevated and he was complaining of shortness of breath. All three were relieved when he was transferred to a mat table. He would need to be transferred to a table for both visits. (B)(6) 2016, another note indicated "indium study orders." Additional notes provided indicated on (B)(6) 2016, a "physiatry" referral and vascular surgery referral were made. The notes to providers included "second opinion spasticity management with itb pump" and vascular surgery second opinion for significant lower extremity edema, ivc filter occlusion with a significant decline in the patient's ability to perform adl's (activities of daily living). On (B)(6) 2016 it was noted the patient was a no show for baclofen pump refill. The patient was scheduled for a baclofen pump refill the week prior and he was a no show. When the nurse contacted the patient's wife, she stated he was about to be taken to the hospital via ambulance due to respiratory distress and urinary problems (refer to manufacturer report # 3004209178-2016-03763 for reports of urinary problems). The nurse informed the patient's wife that his baclofen pump alarm date was (B)(6) 2016 and she would let the office know if he was admitted to the hospital. On (B)(6) 2016, the patient was discharged from the hospital to his home and the wife had to cancel the indium study he had scheduled on (B)(6) 2016 due to the inpatient stay. She also cancelled his transportation service. He was home bound because he was not able to sit in a car due to his increased stiffness and tone. She requested an agency to come to their home to complete his baclofen pump refill. A referral form was completed and signed by the doctor. The company was also informed that the patient's pump was due to alarm therefore an immediate response would be appreciated. The patient's wife was informed that the agency may be able to assist and more information would be available on (B)(6) 2016. She voiced understanding and asked if the pump rate could be decreased at the time of his refill. The nurse would consult with the doctor. A future appointment was noted on (B)(6) 2016; however the type of appointment wasn't specified. Further information has been requested to clarify if the patient's symptoms and hospitalization were to their device/itb therapy. Should further information be received, a follow-up report will be submitted. The patient's medical history included spastic hemiplegic, traumatic brain injury from fall on (B)(6) 2013 and the patient's allergies included sulfa (anaphylaxis). "Problems" reported included spastic hemiplegia, spastic quadriplegia, abscess of skin and/or subcutaneous tissue, spasticity, spasm, traumatic brain injury- onset (B)(6) 2013 after fall from roof, not work, and late effect of intracranial injury without skull fracture. Other medications the patient was taking included: alprazolam 0.5 mg tablet, amantadine hcl 10 0 mg capsule daily, amoxicillin 875 mg-potassium clavulanate 125 mg tablet, ciprofloxacin 500 mg tablet every hs, doc-q-lace 100 mg capsule, donepezil "eligible" tablet daily, esomeprazole magnesium 40 mg capsule, delayed release, famciclovir 500 mg tablet, fluconazole 150 mg tablet, furosemide 40 mg tablet, ketoconazole 2% shampoo, lyrica 75 mg capsule, melatonin 6 mg every hs, metoprolol tartrate 25 mg tablet, mirtazapine 15 mg tablet daily, nystatin 100,000 unit/ml oral suspension, oxycodone-acetaminophen 10 mg-325 mg tablet, pantoprazole 40 mg tablet, delayed release, polyethylene glycol 3350 17 gram/dose oral powder, potassium chloride ER 20 meq tablet extended release, sertraline 100 mg tablet daily, spironolactone 25 mg tablet, trazodone 50 mg tablet daily, vitamin d2 50,000 unit capsule once a week, warfarin 2.5 mg tablet, warfarin 4 mg tablet.